Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor communication error. The patient's blood glucose at the time of incident exceeded 600 mg/dl, which he treated via manual insulin injection. During troubleshooting, the insulin pump passed the self test. The insulin pump was not returned for analysis.